Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. The jaws opened but failed to close properly. The crimped fitting appeared to get stuck then closing the jaws. The housing was removed and it was observed that the retaining ring that goes on top of the grip ring was missing, which prevented the jaws from closing all the way.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm vessel sealer extend (vse) instrument jaws could not close and were unresponsive. The user completed the procedure with no further issue reported. No fragment fell inside the patient.